Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an echelon 10 microcatheter that was punctured by the guidewire. The patient was undergoing an aneurysm treatment procedure via femoral access. Vessel tortuosity was minimal. It was reported that the device was prepared and catheter flushed as indicated in the instructions for use (IFU). During the procedure, it was found that the guidewire had punctured through the side of the microcatheter at the distal end. Aside from the puncture, there was no other damage to the microcatheter. There was no kink/damage observed to the guidewire. The system was withdrawn and the catheter was replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the catheter puncture was not determined. There was no resistance with the guidewire in the catheter. The guidewire was a stryker 2641.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch; within a secondary sealed tyvek biohazard pouch and within a dispenser track. The stryker guidewire used during the event was not returned. Visual inspection/damage location details: the total length of the echelon-10 micro catheter was measured to be 155.2cm. The usable length of the echelon-10 micro catheter was measured to be 147.4cm which is within specification. Upon visual inspection, no issues were found with the echelon-10 micro catheter hub or body. The echelon-10 micro catheter distal tip appeared to be shaped. The distal tip was found to be damaged. Upon further inspection there appeared to be a puncture at the proximal end of distal marker band. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water exited from the puncture and the distal tip. One in-house guidewire was hydrated per the hydrophilic guidewire IFU. The in-house guidewire was inserted into the echelon-10 micro catheter hub and catheter lumen. The guidewire exited through the punctured location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿ was confirmed. The echelon-10 distal tip was found to be punctured. It is possible the shaping of the echelon-10 distal tip contributed to the event; however, the root cause could not be determined. The customer reported puncturing the catheter with the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.